Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer declined to have the device repaired and requested that stryker return the device. The device was returned to the customer unrepaired. A root cause for the reported issue was not determined.

Event description:
The customer contacted stryker to report that their device has a bent battery contact. As a result, the device may be unable to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.